Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that during ongoing use, premature battery depletion was suspected. The longevity had decreased from 5 years remaining, and had reached eri (elective replacement indicator) within a short period of time. A copy of device memory was saved and submitted to technical services for review. Engineering review of the data confirmed that the power consumption was gradually increasing. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.